Manufacturer narrative:
This report is submitted on february 20, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement with the device use resulting in the decision to explant the device on (B)(6) 2016.

Manufacturer narrative:
This report is submitted on april 10, 2017.